Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. No intervention was performed. Further information was requested however was not provided. The patient was in stable condition.